Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced ballooned tubing. The following information was provided by the initial reporter: the chemotherapy (cytrabine) was started at 2300. The rate was 10.4ml/h with the night nurse. She was holding the chemotharapy(cytrabine) because patient had reaction at night the doctor asked to resume the cheomtherapy (cytrabine) in the morning and I resumed the chemotherapy(cytrabine) at 1100h the rate it was same rate 10.4 and the IV pump. It alarmed, and I opened the channel and found the tube is ballooned. I discounted the tube immediately and threw the tube in the chemotherapy bin.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a 2420-0007 sample was not available for investigation, however the customer indicates that the pumping segment bulged following the pump alarming for occlusion. As part of the investigation, the customer provided a photograph of the affected product. Analysis of the photograph confirmed the customer's experience as the silicone was noted to have ballooned close to the upper pumping segment component. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Please note, ballooning of the silicone segment is not a manufacturing defect and is typically caused by an excessively high internal pressure. Previous investigations have identified that administering an IV push without clamping the line above the injection port can create an internal pressure high enough to cause this effect. A review of the database indicates that there have been a small number of similar complaints, however they have not been attributable to a product defect or manufacturing issue.